Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had a damaged part of the light guide. It is unknown when the reported issue occurred. There was no injury or health damage due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The light guide post had detached from the base and the base was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the connector was attached tightly due to the load applied making it difficult to remove. The light guide cap was then damaged by apply a strong load to remove the tightly assembled light guide adapter. Olympus will continue to monitor field performance for this device.

Event description:
The intended surgery was completed and it was confirmed that the customer performs pre-use checks.